Event description:
It was reported that during a laparoscopic appendectomy procedure, the device only fired on one side. The case was completed with another device of the same product code. There was no pt consequence.